Event description:
The customer reported a generator error message. The system shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock assembly was evaluated and replaced, the primary collimator was transferred to the replacement tube, and a filament calibration was performed. The system was tested and found to be working as intended adn returned to service.